Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media posting that she went to the emergency room due to a blood glucose level over 600 mg/dl. Customer reported that she was dizzy, nauseous, and had chest pains. Blood glucose level at the time of the posting was 334 mg/dl. The insulin pump was not replaced or returned for analysis.